Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It is indicated that the stent delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with angina and an angiogram revealed 90% stenosed, moderately calcified, mildly tortuous, de novo, distal left anterior descending (lad) artery lesion. The vessel was pre-dilatated using a semi-compliant balloon and a 2.5 x 18 mm xience prime stent was deployed; however, a stent edge dissection was noted. A second xience prime stent was used as treatment without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.